Event description:
It was reported that an ilet user experienced persistent hyperglycemia after a meal despite announcing carbohydrates, discovered cartridge insulin leakage during troubleshooting, and performed multiple supply changes with guidance to resolve the issue; the user had been attaching the connector to the cartridge before seating the cartridge in the ilet, which was identified as a contributor to leakage, and insulin delivery was resumed after a full, guided supply change. Symptoms included very high blood glucose, thirst, and headache. Outcomes included prolonged hyperglycemia requiring a manual subcutaneous insulin injection for correction, without hospitalization or external assistance. Investigation included guided troubleshooting and education on proper cartridge and connector assembly, as well as monitoring of blood glucose after resuming delivery. Investigation of this case revealed cartridge leakage associated with incorrect assembly technique and improper sequence for connecting the cartridge and connector, which allowed insulin to leak and contributed to hyperglycemia. It was concluded, based on previously established findings for similar reports, that user technique and assembly error were the most probable causes.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.